Manufacturer narrative:
Updated blocks: b5, d9 and h6.

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility, the issue only occurs during priming and once there is blood in the system the uas does not false alarm. The field service representative (fsr) replaced the uas and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) kept alarming intermittently even when the air alarm was turned off and gave a 'check sensor' alarm. The connections were checked with no issues observed and the light was green on the module. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.